Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen drifts out of calibration. The device was not in clinical use on a patient at the time of the event.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen drifts out of calibration. The device was not in clinical use on a patient at the time of the event.